Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for stenosis of the bile duct due to cancer of the pancreas head. The stricture was not predilated and the patient anatomy was not tortuous. During the procedure, the device was placed into the bile duct and the stent could not be deployed due to fracture of the outer sheath covering. The device was removed from the patient and the procedure was completed with a wallflex biliary rx fully covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for stenosis of the bile duct due to cancer of the pancreas head. The stricture was not predilated and the patient anatomy was not tortuous. During the procedure, the device was placed into the bile duct and the stent could not be deployed due to fracture of the outer sheath covering. The device was removed from the patient and the procedure was completed with a wallflex biliary rx fully covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted within the delivery system. The outer sheath was retracted by approximately 6mm. A portion of the inner shaft is exiting the guidewire access port. An attempt to retract the outer sheath resulted in the inner shaft exiting further. The shaft was dissected proximal to the mounted stent. No issues were noted with the deployed stent; however, the inner shaft was kinked and twisted at the location where it had exited the guidewire access port. Examination of the outer sheath noted that the clear section was kinked and bunched up in appearance. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the condition of the returned device is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. The condition of the returned device was not consistent with the complaint of the outer sheath fractured (torn/broke). Therefore, this is no longer considered a reportable event.

Manufacturer narrative:
(B)(4) for the reported issue of outer sheath covering fracture. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.